Event description:
Event reported by attorney. The legal complaint states the following. Pt was diagnosed with prolapse of vaginal vault after hysterectomy, cystocele, female urinary stress incontinence and urethral hypermobility. Pt had desara implanted on (B)(6) 2009 along with another pelvic mesh product. Pt claims that some portion of a pelvic mesh product was removed on (B)(6) 2009, but we do not have any information regarding which product was removed or what procedure was performed. The pt claims recurrence of prolapse, recurrence of incontinence, chronic pain, painful sexual intercourse, recurring infections, hardened scar tissue, depression and emotional stress. No further information is available at this time.